Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: a review of the pump black box data revealed multiple cs 128-fxxx replace battery alarms. The battery life issue was unable to be adequately investigated due to a printed circuit board failure. The returned battery cap secured to the pump and maintained an electrical connection. The pump was unable to complete the rewind step due to a cs 078 alarm. The pump case was removed and there was no evidence of moisture found inside the pump. A processor signal was missing from a component on the printed circuit board.